Event description:
It was reported that the customer's insulin pump alarmed and had repetitive motor reset alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose/protruded motor support disk. Unable to confirm the motor error alarms. The motor was tested outside the device and passed the test.